Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they received emergency medical assistance due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of over 600 mg/dl at the time of the incident. The customer used the pump and manual injections and was given insulin to treat. The customer experienced symptoms such as fuzziness in the brain. The customer was wearing the insulin pump during the incident. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer kept giving themselves insulin but their blood glucose did not go down. The customer reported a frozen display, but received a history pointer are corrupted alarm as well as a trace pointers are invalid alarm. Troubleshooting was not completed as the customer declined. The insulin pump will not be returned for analysis.